Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the routine check up with the patient, the implantable cardioverter defibrillator was unable to be interrogated using radio frequency (rf) telemetry. The rf antenna was unplugged and the programmer wand was successfully used to interrogate the device using inductive telemetry. The patient was unaffected and was scheduled for regular follow up.

Event description:
New information received stated that the device was interrogated normally using rf telemetry prior to device change procedure on (B)(6) 2021. It was not known when the anomaly was resolved. The procedure was completed for normal elective replacement indication unrelated to the rf telemetry anomaly. The patient was in stable condition.